Event description:
Facility paramedics used the device for routine pt monitoring. Reportedly the device displayed low battery followed by replace battery messages. A second, then a third battery was used. These also resulted in replace battery messages, then the device power shut off. Within several minutes another crew arrived on scene and their batteries were used to continue monitoring the pt with the device. The pt was transported to the hospital without further incident. It was reported that there was no compromise to pt care resulting from the reported event.